Event description:
Boston scientific crm received info that the pt with this right ventricular lead experienced syncope and discomfort in his left lower rib cage. The lead displayed loss of capture which resulted in the storage of ventricular tachycardia episodes and dislodgement was suspected. A holter monitor electrogram displayed sinus arrest and heart block. During the lead revision procedure, a lead perforation of the heart wall was noted and an echocardiogram revealed the patient had developed a pericardial effusion. The lead was explanted, the heart wall was stitched and a new lead was successfully implanted.